Manufacturer narrative:
The device is currently being returned to the resmed investigation site located in (B)(4), for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a charging retention issue and would not trigger a "critically low battery" alarm prior to battery depletion. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Review of the device log confirmed the power failure without alarming. The investigation determined that the reported power issue was due to an isolated component failure of the internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. Resmed reference #: (B)(4).